Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-600 mg/dl; the causes were unknown. Reportedly, a correction injection was delivered, and the customer changed their infusion set to address the elevated bg levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.